Event description:
It was reported the coil prematurely deployed in the microcatheter; there was no reported clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Expiration date - added, device evaluated by mfg - updated to yes, manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The coil was returned inserted in the sl-10 microcatheter used in procedure. Visual and microscopic inspection found the main coil was kinked, likely due to procedural factors; the delivery wire was not returned. The coil was removed from the catheter and the main coil junction was noted to be broken. The report that the coil kinked and prematurely deployed in the catheter was confirmed. Additional information provided from the customer confirmed the device was prepared per directions for use (dfu) and in good condition prior to the procedure. Based on the information provided and device analysis, the reported coil premature detachment and analyzed coil break were likely related to procedural factors during use that limited the performance of the device; operational context was assigned to this investigation.

Event description:
It was reported the coil prematurely deployed in the microcatheter; there was no reported clinical consequence to the patient as a result of this event.